Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low reading of 45 mg/dl and treated with 15 grams of orange juice, two lemon drops and some peanut butter on saltine cracker. The customer declined to troubleshoot for low readings. The customer also had reading of 263 mg/dl which was treated with 3.3 unit bolus. The customer stated that drive support cap appeared normal. The insulin pump was not returned for analysis.